Manufacturer narrative:
The device was not returned to the manufacture for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak during his treatment. During treatment, the pt noticed fluid squirting from a pinhole in the cassette tubing. The pt discontinued treatment and brought the sample set to his pd nurse. During follow up, the pt's pd nurse reported the pt was administered prophylactic antibiotics and his effluent has remained clear.